Event description:
On 11/23/97 an aus device was implanted. On 4/11/96 the cuff and pump were revised. On 1/21/97 the balloon was removed from the patient and replaced and another cuff implanted due to recurring incontinence.